Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Event date is an approximation. On (B)(6) 2026, it was reported that the patient experienced a severe hypoglycemic episode that resulted in a diabetic seizure. At the time of the event, he reported that his cgm was showing a normal reading, though he was unable to recall the exact value or some details due to the severity of the episode. When the seizure occurred, the patient¿s girlfriend called 911. Emergency medical services (ems) arrived and transported him to the emergency room (ER) for evaluation and treatment. The patient stated that he does not remember many details about the treatment provided by ems or the exact glucose readings taken at that time. At the hospital, medical staff treated and stabilized his blood glucose levels. Hospital staff treated the patient with insulin via IV to control hyperglycemia. When his blood glucose dropped, he was treated with glucagon and glucose IV and IV fluids. The patient reported that by the time he was discharged, his blood glucose had improved and was around 114 mg/dl. He stated that he remained at the hospital for approximately two hours before being released. After returning home, the patient experienced another minor seizure episode. His girlfriend attempted to treat the hypoglycemia using baqsimi nasal glucagon, but according to the patient, it did not appear to raise his glucose levels. He reported that his blood glucose continued to drop despite the medication. His girlfriend then gave him apple juice, which helped increase his blood glucose levels. The patient stated that it took about 30 minutes for him to recover after drinking the juice. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.